Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation had occurred at the pod infusion site arm while wearing the pod between 4 and 24 hours. The patient reported that heat and sweat became trapped beneath the pod, resulting in a skin reaction that required early pod removal. Reported symptoms included irritation, bumps, scarring, and fluid drainage from beneath the device and from the affected arm site. The pod was subsequently removed using alcohol wipes to loosen the adhesive. Following removal of the affected pod, the patient successfully resumed insulin therapy by activating and applying a new pod. No further information was provided.